Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. No leaks and no visual abnormality was found upon inspection. The cylinders were visually inspected, and leak tested. Both cylinders had wear at a fold in the middle of the cylinder; no leaks were found. The pump was visually inspected and functionally tested; no leaks were found. The pump kink resistant tubings (krt) was cut down to the pump block and was not return for analysis. The pump was functionally tested and did not pass activation testing. Based on the information available and analysis results, the reported device allegation of a mechanical issue was able to be confirmed due to the pump activation issues.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tubing connected to the pump. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tubing connected to the pump. No patient complications were reported.